Event description:
Procedure type: total trauma, lung resection. According to the reporter: when the device was fired a second time it was noticed the staples did not form a b shape. The doctor was able to clamp and over sew and secure the area. The patient was in full trauma when brought in to the hospital and had already had a great amount of blood was loss. The amount of blood loss was not known. This occurred before the (B)(4) was requested in the operating room. The doctor also stated that the devices were not related to the trauma and that risk management and the FDA would not be notified since this was unrelated to the real issue. The surgeon did not know the patient age or weight. A gia device was also applied with no problem. Sales rep and doctor wanted the device to be inspected immediately to see if any staples were jammed in the ta and that was the reason for not forming the b shape. Additional information requested via email.

Manufacturer narrative:
(B)(4).